Manufacturer narrative:
(B)(4)

Event description:
A follow up phone call was made to the customer's next of kin. The customer's next of kin reported that the customer was off of the insulin pump for approximately one year prior to passing. The customer's spouse reported that the customer discontinued the use of the insulin pump because it was difficult to use and not as automatic as they expected.

Event description:
It was reported that the customer passed away at hospice. The cause of death was pneumonia, kidney disease, and congestive heart failure. The caller also noted that the customer had been hospitalized on (B)(6) 2013. The caller stated that the customer had high blood glucose readings; she had written on pads of paper. The customer had mild stroke. She was unable to move limbs very well, so she was put in nursing home. The customer's blood glucose, at the time of death, was unknown. The daughter stated that they quit taking readings at the hospice care. However, it was elevated prior to going to hospice. The customer was not wearing the insulin pump at the time of death. According to the daughter, she had been disconnected for a long time, unsure how long, due to sickness. The customer was not using sensors. The caller had already sent the insulin pump for analysis. The caller did not have the insulin pump; hence the device information could not be verified.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.